Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: ssd 9736411r 2.5in s8 os 2.0.x duped rfb h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not boot up and was stuck on a blue screen with an error stating "system, has detected an error during start up and was attempting to restart." There was no patient involvement.

Event description:
2024-oct-22 (B)(4) (rep): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system would not boot up and was stuck on a blue screen with an error stating "system, has detected an error during start up and was attempting to restart." There was no patient involvement.

Manufacturer narrative:
H3: third part analysis was performed for product: 9735786r, lot number: 2232g00585. Analysis concluded that it could not detect the monitor. The graphics card was replaced to resolve the issue. Already reported codes b01 and d02, as well as newly coded c07 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The computer was replaced to resolve the issue. Codes b01, c13 and d02 are applicable to this analysis. The computer, lot number: 2232g00585, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. There was no failures found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.